Event description:
Hosp advised that a 250 cc bag of heparin was hung on pt at 2:00, and a rate of 17.5cc was set. When the user checked the pump the volume infused read 30cc's and 150cc's were remaining in the bag, according to the report received from the nurse. It is not known how long after the infusion was started that the user checked the pump, or if any alarms occurred. There was no pt consequence, no medical intervention was required and this was not deemed by the hosp to be a clinically significant event. Risk manager indicated they received a note from the user which was unclear, and contained conflicting info. Risk manager reviewed event with nurse manager, and concluded this was an underinfusion.